Event description:
A plastic piece broke from the vasoview hemopro inside the pt's leg during vein harvest procedure. The harvester used the scope and was able to locate, and pull out the broken piece.